Manufacturer narrative:
The insulin pump was received with received no button response and with button error alarm due to corroded keypad traces. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer's mother reported via phone call that customer received a button error alarm and was not able to clear. Customer's blood glucose was 302 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.